Event description:
It was reorted that (1) device was used during an unknown procedure. It was reported by the affiliate that the tl60 instrument staples malformed and would not close. Another instrument was used to complete the case. There was no consequence to the pt.